Event description:
Pressure wire would not capture wire pressure, but did capture aortic pressure. A new wire from a different lot was used, and it worked fine.what was the original intended procedure?heart cath.